Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the connecting tube could not be connected due to the coming apart of the lock lever by external stress. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device manufacturer date: the device was manufactured in august 2012 based on the three-digit lot number. The specific date could not be determined with that information. The suspect device was sent to olympus for evaluation. Inspection and testing confirmed the reported event. One side of the grey lock levers and one side of the metal clips were detached and missing from the orange plastic connector side. The missing/detached metal clip and lock lever were not returned for evaluation. In addition, there were scratches on the outside of the tube, on the orange plastic connector, and on the metal connector. There were also white spots inside the tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device came apart. The connector detached too easily and, at times, the connector hook became detached from the connector preventing the device from being connected in the reprocessing basin. There was no harm or user injury reported due to the event.